Event description:
It was reported that pump had spiderweb cracks behind touchscreen that affected ability to read and use screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.